Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant procedure, this new cardiac resynchronization therapy defibrillator (crt-d) was connected to a pre-existing non-boston scientific right ventricular (rv) lead and then exhibited a high shock impedance measurement of greater than 200 ohms. The physician decided to perform a defibrillation threshold test and afterwards, the crt-d exhibited code 1005 which is indicative of an open circuit condition being detected during shock delivery. The physician thought the rv lead may have been damaged, however both the rv lead and crt-d were replaced prior to pocket closure. The crt-d was never in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.